Event description:
This case was initially received via regulatory authority (reference number: mw5076961) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), menstruation irregular ("irregular period"), menorrhagia ("heavy period"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), rash ("rashes"), multiple allergies ("allergies") and alopecia ("hair loss"). The patient was treated with wound care (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, feeling abnormal, memory impairment, rash, multiple allergies and alopecia outcome was unknown. The reporter considered alopecia, feeling abnormal, memory impairment, menorrhagia, menstruation irregular, multiple allergies, pelvic pain and rash to be related to essure. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5076961) on (B)(6)2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), menstruation irregular ("irregular period"), menorrhagia ("heavy period"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), rash ("rashes"), multiple allergies ("allergies") and alopecia ("hair loss"). The patient was treated with wound care (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, feeling abnormal, memory impairment, rash, multiple allergies and alopecia outcome was unknown. The reporter considered alopecia, feeling abnormal, memory impairment, menorrhagia, menstruation irregular, multiple allergies, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.